Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all labels intact with no physical damage. There was evidence of error in the event history log, however, the customer reported problem was not duplicated at power up. The investigation was unbale to determine the root cause of the error, however due to the report in the event history log, it was recommended to replace the downstream sensor as preventative measure as well as to re-calibrate the upstream sensor. The root cause of the reported problem was unknown as no fault was found during the investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
It was reported that during the use of the product, a no message alarm went off. No patient injury reported.